Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that, "surgeon was at the final turns of the screw insertion, and the "locking ring" of the screw popped off."